Manufacturer narrative:
The investigation determined that higher than expected lactate results from a vitros performance verifier quality control fluid was obtained using vitros chemistry products lactate (lac) slides on two different vitros 5600 integrated systems. The assignable cause is likely related to suboptimal calibrations on both analyzers. The customer noted the higher than expected qc on both analyzers the day they calibrated vitros lac 3532-0110-6170 for the first time. The customer performed a new calibration on j1 only with a new calibrator kit 1 of the same lot (lot 0178) and the qc was brought within expectation. Current performance for j1 shows that the qc is performing as expected, indicating that the slides are not a likely contributor to the issue. The customer did not run a within run precision on either analyzer. J1 is currently performing as expected following a new calibration. During the time that the customer returned to their previous lot of vitros lac on j2 the qc was within range, indicating that an issue with j2 is unlikely. The analyzers are not suspected to be contributors to the event. It was requested to confirm that the customer was following the vitros calibrator kit 1 instructions for use when reconstituting the calibrators, however this was not confirmed; therefore, improper protocol cannot be ruled out as a contributing factor to the suboptimal calibrations. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros lac slide lot 3532-0110-6170.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros lac results obtained from vitros performance verifier ii and from a non-vitros mas quality control tested with vitros lactate (lac) slides on two different vitros 5600 chemistry systems. J1-analyzer 1: pvii lot l7425 vitros lac results of 4.46 and 4.40 mmol /l vs. The expected result of 3.73 mmol/l. J2-analyzer 2: pvii lot l7425 vitros lac results of 4.46, 4.47, 4.32, and 4.49 mmol/l vs. The expected result of 3.73 mmol/l. Mas l3 lot chu20023 vitros lac results of 6.36, 6.50, 6.35, 6.36, 6.46, 8.30, 6.36, 6.51, 6.50, and 6.52 mmol/l vs. The expected result of 5.52 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected results were obtained from non-patient quality control samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).